Event description:
The customer reported that erroneously elevated sodium (na) results were generated on an au600 clinical chemistry analyzer for multiple patients. As actual patient results were not provided by the customer the exact number of patient results involved in this event is unknown. The customer estimated approximately thirty to forty patient results were effected. There were no error codes or instrument generated flags associated with this event. Assay quality control (qc) results were erratic throughout the day of the event. All levels of qc were found to be acceptable in the morning of the event. Sodium qc shifted up about 8 mmol/l in the afternoon with level one and three qc results differing between the au600 clinical chemistry analyzer and an alternate laboratory instrument. A subsequent repeat of qc indicated that all levels of qc had returned back to acceptable values and correlated between instruments. The initial erroneous na results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer noted the quality control shift and performed delta checks of previous results to highlight discrepant results. Corrected reports were issued immediately upon identification of erroneous results. The instrument was removed from operation until service could be dispatched. Specific patient information, sample collection and handling information, actual patient results and actual instrument/assay performance data was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the ion-selective electrode (ise) syringe, the tubing joint in the reference valve and buffer, along with mid standard tubing from the bottles to the manifold. Multiple priming sequences showed no excessive bubbles. The ise block was separated from the nozzle and sonicated along with the mixer and dispense nozzles. The d-pot and electrodes were cleaned. Subsequently, the ise unit was calibrated several times with success. Quality control assessments were performed which generated acceptable results. A comparison assessment between the au600 clinical chemistry analyzer and an alternate laboratory instrument generated results which were deemed acceptable. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive cause for this event is currently unknown.